Manufacturer narrative:
H6. Fdr c0706 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider). It was reported that there was a packaging defect in the extension kit. The extension device for occipital stimulation electrodes' outer cardboard packaging was still sealed, but the plastic box inside was broken; therefore, the material was no longer sterile. The product was replaced, and the issue was resolved. The event occurred pre-op. Two extension kits were received for analysis indicating that there was a second product involved.

Manufacturer narrative:
H3. The returned extension kit serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the packaging of the extension was damaged. H10. Please note, the event was originally reported in manufacturer's report # 2182207-2025-03409. Upon device return and analysis, it was confirmed that the event involved two extension kits, thus a separate report is being submitted for the second extension kit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for extension (B)(6) revealed packaging was damaged. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.